Event description:
Event description cpi received information that during an attempted implant of this sweet tip bipolar lead (4269) the helix tip broke off. The physician has sent the lead back for analysis.